Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The implanted impella cp pump experienced saturated flows at start up. The max/min flows of the pump were both 4.3 and the ao/lv placement signals were inverted. Due to the noted issue, the decision was made to replace the pump prior to the scheduled pci. There was no patient harm.

Manufacturer narrative:
The investigation into saturated flow and access site bleeding ¿ minor issues has been completed since the initial report was submitted. The device was not returned for investigation; only the data stick was returned. Based on the clinical details and data log revision, the root cause of the saturated flow cannot be determined because there was no evidence in the data logs as to what caused the motor current to produce a saturated pump flow and no product was returned for examination. The root cause of the minor access site bleeding was also unknown.